Manufacturer narrative:
Our investigation for this complaint has been finalized. Investigation on-site by our field service engineer (fse) was able to confirm the reported failure. Our fse replaced the blown fuses of the mains inlet of the compressor, however his did not solve the reported problem. Then fse found out that the motor was not engaging due to failing capacitor. The capacitor of the motor is replaced. After replacement, the compressor was running as expected and the device was returned back to clinical use. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the fuses of the compressor were blown. There was no patient harm. Manufacturer ref. #: (B)(4).